Manufacturer narrative:
(B)(6). The subject rt380 adult dual heated evaqua2 breathing circuit has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel (f&p) healthcare field representative, that an rt380 adult dual heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the subject rt380 adult dual heated evaqua2 breathing circuit was received at fisher & paykel healthcare in new zealand for evaluation, where it was visually inspected and analysed. Results: visual inspection of the tubing did not identify any visible deformities; however, leak testing confirmed the presence of leaks from micro voids in the tubing. Conclusion: the reported leak was confirmed. All rt380 breathing circuits are visually inspected, and pressure and flow tested during production and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 breathing circuit state: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel (f&p) healthcare field representative, that an rt380 adult dual heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. There was no patient involvement.